Manufacturer narrative:
As returned, the measured dimensions were within specification; backside is damaged, including compression of one of the dovetail lips, which indicates that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Eval codes: mfg documentation was reviewed and indicates that the device was mfg, inspected, and packaged to specification.

Event description:
It is reported that this implant did not seat as surgeon expected.